Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additional information from the field indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Supplemental additional information to update b5 and h6 patient codes.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additional information from the field indicated that the device was explanted. No additional adverse patient effects were reported. Additional information from the field indicates that the device was discarded at the facility, will not be returned for analysis due to suspected infection. No additional adverse patient effects were reported.